Event description:
During endoscopic retrograde cholangiopancreatography (ercp), a boston scientific dreamwire was used to feed down the endoscope to get into the common bile duct. The dreamwire advanced without difficulty and the procedure continued with a sphincterotomy and removal of calculi/debris. When the physician tried to place a stent over the dreamwire the coating started to peel. The stent became stuck on the dreamwire because of the peeling. A forcep was used to dislodge the stent. A snare was then used to remove the stent. Then the dreamwire was used to recannulate the ampulla and another stent was placed without difficulty. After the procedure the coating of the dreamwire was noted to be coiled at the end and a piece was peeling in the center of the wire. The patient was taken to recovery. No untoward patient effects.